Event description:
A 100ml bag of milrinone lactate found empty after running for about 2 hrs and 50 mins. Pump set at infusion rate of 10.9ml/hr and should have infused over a 6 hour period. 1) infusion began. 2) rate set at 10.9ml/hr. 3) air-in-line alarm sounded and bag found empty (2 hrs 50 min later). 4) pump reading was 59.4ml remaining to be infused. 5) IV discontinued. Upon inspection by bio-med, upon opening the "front door" of the pump approx 3/4 of an inch of IV tubing was found to be slack over the peristaltic mechanism. After complete diagnostic testing no defects were found. It is critically important that all slack be removed from the tubing when being loaded over the peristaltic flow mechanism. The pump was found to be operating satisfactoraly and was returned to service.